Manufacturer narrative:
Eval - visual inspection of the returned prod showed that a piece of a haptic plate was torn off and missing and there was a reddish residue on the lens.

Event description:
The reporter stated that the surgeon inserted a silicone plate toric lens before discovering the power was miscalculated. The lens was removed without any pt incident. The reporter stated the incident was due to technical error.